Event description:
Physician was attempting to use a chocolate pta balloon along with non-medtronic 6fr sheath and guidewire during procedure to treat a little calcified lesion in the left mid superficial femoral artery (sfa) with 80% stenosis. The vessel was none tortuous. The vessel diameter and lesion length are 6mm and 100mm respectively. No embolic protection was used. A non-medtronic inflation device was used. A contrast and saline mixture was used for inflation fluid. There was no damage noted to packaging. Thee was no issue noted when removing device from hoop/tray. The device was prepped per IFU with no issues identified. It was reported that the chocolate balloon was taken out after the first dilation treatment, and it was found that the nickel-titanium metallic wire on the surface of the balloon was broken/fractured. Due to chocolate's process design, the nickel-titanium metallic wire on the surface of the balloon did not need to be removed deliberately, but could be pulled out together with the balloon. The device did not pass through a previously deployed stent. There was no resistance encountered when advancing the device. The procedure was successfully completed, and the next step of treatment was performed with in. Pact drug coated balloon. The surgery went well. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product analysis a visual inspection of the device found a kink on the proximal end of the balloon, but no damage was found on the cage medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.